Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with three employee samples that resulted negative with the simplexa covd-19 direct assay, but tested positive on an unknown respiratory panel after the employees "remained sick". The same samples were then repeated on the abbott m2000 assay and also tested positive. Run files were not provided for analysis as of 6/21/22. The customer stated the competitor assay (abbott m2000) yielded "all pretty strong CT values", but had not provided the competitor results either. It is noted that the abbott assay uses extracted samples (simplexa uses direct samples) and also has a lower limit of detection of 100 copies/ml (simplexa = 500 copies/ml). In addition the detection targets of the abbott assay (n gene, rdrp) are different than the simplexa assay (s gene, orf1ab). The customer's device and patient sample was not available for investigation. Dom: 5/11/22, exp: 05/31/23. Batch record review showed the critical component, reaction mix mol4151 lot#14042n, met all qc release criteria prior to kit release. Mol4151 lot# 14042n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 27.2 (s gene), 26.2 (orf1ab), and the internal control avg CT = 31.9. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 27.4, 26.3 / orf1ab = 27.0, 26.9) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# 15365n for suspected false negatives. As stated in the instructions for use, ifuk.en.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular llc received a complaint alleging false negative results with three employee samples that resulted negative with the simplexa covd-19 direct assay, but tested positive on an unknown respiratory panel. The same samples were then repeated on the abbott m2000 assay and also tested positive. Although the false results were reported to the clinician, patient treatment was not impacted based on the comparison tests and that the patients/employees had "remained sick." No alleged harm occurred. Patient sample collection method was not provided.